Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by using different charging equipment and outlets but was unsuccessful. The customer will continue using the pump for insulin therapy while awaiting a replacement pump.